Manufacturer narrative:
(B)(4).

Event description:
It was reported that " an incident occurred on (B)(6) 2026. The incident was reported by the intensive care unit at the cite (B)(6). 3 devices were involved. There was a significant difference (about 4 mmhg in systolic pressure) between the blood pressure cuff and the arterial catheter since its insertion, even though the arterial pressure waveform was pulsatile and there were no sampling issues. The sensor was correctly positioned at heart level and zeroing was performed daily. Blood pressure monitoring was therefore problematic because the readings did not correlate at all. We had to lower the transducer by about 30 cm below heart level to obtain matching blood pressure values between the cuff and the arterial line. " there was no patient harm or injury. The patient's have left the intensive care unit.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " an incident occurred on (B)(6) 2026. The incident was reported by the intensive care unit at (B)(6). 3 devices were involved. There was a significant difference (about 4 mmhg in systolic pressure) between the blood pressure cuff and the arterial catheter since its insertion, even though the arterial pressure waveform was pulsatile and there were no sampling issues. The sensor was correctly positioned at heart level and zeroing was performed daily. Blood pressure monitoring was therefore problematic because the readings did not correlate at all. We had to lower the transducer by about 30 cm below heart level to obtain matching blood pressure values between the cuff and the arterial line. " there was no patient harm or injury. The patient's have left the intensive care unit.